Event description:
Provider states the unit is alarming. Per independent repair center statement, the unit was alarming or red light. The key failure was the rexroth valve being stuck. Additional malfunctions were the poppett valve not shifting, power switch having short circuit, zip tie tubing leaks and hose clamp tubing leaking.